Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-07-13. H.6. Investigation summary: bd received an unused 20 gauge insyte autoguard unit from lot 9337136 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no physical/mechanical damage to the unit. A functional retraction test was then performed and the needle retracted successfully and no obstructions were found to slow down the retraction process. Based off the visual inspection and testing the engineer was not able to verify the reported defect. Since no defects were observed during inspection a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. H3 other text : see h.10.

Event description:
It was reported that safety mechanism retraction is slow and there was blood exposure with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: safety mechanism can¿t retract immediately when push button, blood exposed during slower retraction process not only one time, situation random happened.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that safety mechanism retraction is slow and there was blood exposure with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: safety mechanism can't retract immediately when push button, blood exposed during slower retraction process not only one time, situation random happened.